Event description:
It was reported that intra aortic balloon (iab) would not inflate/deflate. There was no patient harm or injury reported.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: b5. No decon or visual inspection performed since product was not returned and could not be evaluated. The customer reported that the iab would not inflate or deflate. Since no iab lot or serial # was provided a device history review is not able to be performed. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
Due to character restrictions in block e.1. Full event site name is: (B)(6). The lot number and product details are inaccurate/incomplete, we are following with the customer for the details, therefore UDI and other product specific details are not included in the emdr. A supplement report will be submitted upon receiving this info the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID: (B)(4).

Event description:
It was reported that during intra aortic balloon (iab) therapy, the balloon would not inflate/deflate. There was no patient harm or injury reported.